Event description:
It was reported that during the patient's visit in the clinic, the device was unable to be interrogated by wireless telemetry. The programmer was checked and confirmed that wireless telemetry was turned on. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during a device downgrade procedure, it was noted that wireless telemetry was not able to be established with two different programmers. Wired telemetry was successful. The device was explanted and replaced for non-telemetry related reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.